Manufacturer narrative:
Patient information is being requested from the customer. When received, it will be submitted via supplemental report. Device manufactured date will be submitted in a supplemental report as well. Once an evaluation of the product is conducted, a supplemental report will be submitted.

Event description:
It was reported that the table stopped working with the red light blinking. Additionally, it was reported that the hospital staff were unable to get the legs up and that numerous buttons were pushed and the table finally began working. It was reported from the customer that there was a delay of greater than 30 minutes in surgery due to the device malfunction. It was also reported that additional anesthesia was administered to the patient.